Event description:
Service center went out to customer's home to perform seatlift recall on their rascal unit. When service went to remove the bolts and screws, he found they were already broken in the seatlift. Replacement seatlift was sent to service center which he installed on customer's unit. Electric mobility corporation failed to report this malfunction in 30 days.